Event description:
Customer reported via phone call that they received a low battery life. Customer states that there were cracks near battery the compartment. Customer state states that there were cracks near the reservoir window.

Manufacturer narrative:
Customer reported via phone call that they received a low battery life. Customer states that there were cracks near battery the compartment. Customer state states that there were cracks near the reservoir window.pump received with no button response due to flattened act button dome switch. Unable to verify low battery alarm due to button/keypad anomaly. Pump received with cracked case at display window corner, battery tube threads, reservoir tube, broken reservoir tube lip, belt clip slot, and minor scratched display window.